Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented with noise reversion and inappropriate auto mode switch episodes, oversensing of noise was observed on the atrial channel. The physician elected to explant the lead during the patient's generator change. During the procedure, insulation damage was noted on the portion of the lead coiled in the pocket. While attempting to reposition a new atrial lead, the suture sleeve migrated into the patient's subclavian vein. The physician used a snare to secure the suture sleeve to the lead. The physician decided to complete the procedure using a new lead and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: a complete lead was returned in two pieces for investigation. Full breached outer insulation degradation was noted at 4.5cm - 4.6cm from the connector pin of the connector portion of the lead. This is consistent with the observation from the field of oversensing noise and insulation damage. All other damage was consistent with procedural damage.